Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided x-ray image. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available diagnostic image showed that the lead was coiled around the generator housing and the lead tip was situated in the area of the v. Cava superior as mentioned in the complaint text. Based on the characteristics a reel-syndrome is assumed. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - this patient went to the ER for diaphragmatic stimulation. An x ray showed this rv lead dislodged, the tip was situated near the superior cava vein. A revision has been scheduled for the future. Should additional information become available this file will be updated.